Manufacturer narrative:
(B)(4). Observations ¿ visual review of the returned implant confirms the implant is dis-assembled at the joint between the intermediate component ratchet pocket and the male/female intermediate component ratchet catch features. The ratchet spring component was missing as-received and not returned for analysis. None of the associated bone screws utilized for this procedure were returned for analysis. ¿ visual and microscopic examination identified witness marks and material deformation within and around the male/male in termediate component ratchet pocket, verifying the presence of the ratchet spring during initial assembly. Witness marks and material deformation identified on the male/female intermediate component ratchet catch features; this demonstrates the implant was initially properly assembled. Additionally, these witness marks and material deformation are similar in location and morphology to those noted on tensile overload testing sample . ¿ depth and morphology of ratchet pocket witness marks inconsistent with typical of usage of implant. ¿ dimensional examination of ratchet spring pocket and associated features verified conformance to print specification. ¿ review of x-rays suggest some vertical misalignment, which is consistent with non-parallel locations and/or trajectories of the bone screw placement from side-to-side. ¿ review of x-rays suggest one of the superior bone screws may have exceeded the recommended bone screw angulation, by approximately 2.5 degrees, which can contribute to tensile pre-loading of the implant. ¿ trail of gouging from ratchet interface feature deformation suggest possible escape point of ratchet spring conclusion: the above observations lead to the conclusion that the parts became dissassembled due to tensile overload.

Event description:
It was reported that: on (B)(6) 2014 the patient presented with problem of swallowing, injection for pain and for med refills. On (B)(6) 2014 emg for bilateral upper extremities. Assessment: fasciculation of tongue. On (B)(6) 2014 the patient presented to the ER with chief complaints of choking and short of breath. On (B)(6) 2014 the patient underwent x-rays of chest due to shortness of breath, and history of copd. Impression; lungs grossly clear. (B)(6) 2014 it. Presented for CT results with complaints of increased neck pain and difficulty swallowing. Assessment: spinal stenosis in cervical region. The patient underwent CT of cervical spine without contrast, impression: 1. Interval removal of the anterior spinal fusion hardware. 2. Punctate gas within the fibular strut may be postsurgical versus devitalized marrow, unchanged. Subtle lucencies at the strut ends appear increased. Correlate for loosening. 3. Residual uncovertebral and facet degenerative changes of the cervical spine as described above, unchanged. On (B)(6) 2014 the patient underwent x-rays of chest due to upper back and anterior mid chest pain. Impression: no active cardiopulmonary disease. On (B)(6) 2014 the patient presented with complaints of chest and neck pain. On (B)(6) 2014 the patient underwent portable x-rays of chest due to shortness of breath. Impression: 1) aortic atherosclerosis and ectasia. 2) lungs grossly clear. On (B)(6) 2014 the patient underwent portable x-rays of chest due to copd. Impression: 1) no new pulmonary infiltrate. 2) aortic athe rosclerosis. On (B)(6) 2014 the patient underwent x-rays of chest due to pneumonia: impression: 1) mild thickening of the fissures, otherwise, lungs grossly clear. 2) mild aortic ectasia and atherosclerosis. On (B)(6) 2014 the patient presented with principal diagnosis of difficulty in swallowing and secondary diagnoses of dysphagia, aspir ation, and pneumonia. Treatment: IV fluids, speech therapy. On (B)(6) 2014 the patient underwent x-rays of chest due to cough. Impression: 1) lungs grossly clear. 2) non-specific artifact overlying the lung apices and lower neck. On (B)(6) 2015 the patient presented with complaints of fever, wheezing, cough (coughing up yellow), and chest congestion. Assessment: copd, cough. The patients underwent x-rays of chest due to shortness of breath, wheezing and cough. Impression: 1) no new pulmonary infiltrate. 2) aortic atherosclerosis. On (B)(6) 2015 the patient presented for evaluation of neck, low back and bilateral knee pain. Assessment: 1. Cervical stenosis of spinal canal, 2. Lumbar stenosis with neurogenic claudication, 3. Neck pain. On (B)(6) 2015 the patient presented with chief complaints of cough, muscle aches and flu. Impression: upper respiratory infection and viral syndrome. The patient underwent x-rays of chest, 2 views due to cough and flu like symptoms. Impression: 1. Non-specific bilateral interstitial infiltrates and fluid or thickening of the fissures. There may be mild interstitial edema although the cardiac size is normal. 2. Aortic atherosclerosis. On (B)(6) 2015 the patient presented with chief complaints of cough and muscle aches. Impression: acute bronchitis associated with chronic obstructive pulmonary disease, acute exacerbation of copd. The patient underwent x-rays of chest due to cough. Impression; 1. Minimal discoid atelectasis in the right lung base but no focal lobar consolidation at this time. 2. Aortic atherosclerosis. On (B)(6) 2015 the patient present to the ER due to shortness of breath. Assessment: copd, htn, chronic pneumonia aspiration. On (B)(6) 2015 the patient presented with chief compaints of abdominal pain. Impression; constipation. The patient underwent radiology examination of abdomen, supine and upright due to abdominal pain. Impression: 1) bowel gas pattern consistent with constipation. 2) status post lumbosacral fusion. On (B)(6) 2015 the patient presented to the ER with complaints of muscle aches, abdominal pain, back pain (throat pain, right hip pain) and swelling. Assessment: chronic pain on (B)(6) 2015 the patient presented with chief complaints of cough, clinical impression: bronchitis, acute exacerbation of copd. The patient underwent x-rays of chest due to shortness of breath: impression: lungs clear.. On (B)(6) 2015 the patient presented to the ER with shortness of breath and pain. Assessment: anxiety. On (B)(6) 2015 the patient underwent portable x-rays of chest due to chest pain. Impression: no new pulmonary infiltrate. On (B)(6) 2015 the patient underwent x-rays of chest due to chest pain, shortness of breath; smoker. Impression; lungs grossly clear. On (B)(6) 2015 the patient presented for ER with low blood pressure. Assessment: hypertension, copd. On (B)(6) 2015 the patient presented for follow up. Assessment: hypertension, copd. On (B)(6) 2014 the patient underwent MRI of cervical spine without contrast due to neck pain and bilateral arm pain and weakness. Imp ression: 1.multilevel degenerative disc disease superimposed and what appears to be some degree of congenital spinal stenosis. There were broad base disc bulges noted at c3/4, c4/5, c5/6 and c6/7 and to a lesser extent at c7/t1. Spinal stenosis was evident at c3/4, mildly at c4/5 and again at c5/6 and c6/7, for the individual levels. 2.bone marrow signal changes crossing the disc space at c6/7 which could be due to modic changes although there was some high signal within the disc itself an inflammatory infectious etiology cannot be completely excluded and further evaluation was recommended. This may consist of a post-contrast MRI of the cervical spine. 3.low signal changes within the tip of the odontoid and the inferior endplate of c5 which are probably related to modic endplate change. On (B)(6) 2014 the patient presented with chief complaints of headache. Clinical impression: headache, uncontrolled hypertension. On (B)(6) 2014 the patient presented with chief complaint of chest pain. Clinical impression: substance abuse (alcohol, marijuana, benzodiazepines), probable atypical chest pain. On (B)(6) 2014 the patient underwent x-rays of chest 1 view due to chest pain. Impression: 1. Aortic atherosclerosis and ectasia; 2. Lungs grossly clear. On (B)(6) 2014 the patient presented with chief complaints of neck pain. Clinical impression: neck pain (post op) on (B)(6) 2014 the patient presented with chief complaints of joint pain. Clinical impression: degenerative joint disease. On (B)(6) 2014 the patient presented with chief complaints of chest pain. The patient also presented with accidental narcotic overdose. Discharge diagnoses: 1. Accidental narcotic overdose; 2. Hypotension; 3. Altered mental status; 4. Hypertension. The patient presented with chief complaints of decreased mental status and confusion. Clinical impression: fever (low grade on admit but resolved without treatment); accidental overdose (with hypotension and somnolence). The patient underwent x-rays of chest, portable due to shortness of breath. Impression: no acute cardiopulmonary changes were demonstrated on the portable chest. On (B)(6) 2014 the patient presented with chief complaints of chronic pain over facial fb. Clinical impression; uncontrolled hypertension, chronic facial pain sec to bird shot. On (B)(6) 2014 the patient underwent double contrast esophagram/barium swallow due to difficulty swallowing. Impression: 1. Status post cervical spinal revision with persistent prevertebral soft tissue swelling extending from c3 inferiorly to approximately c7; 2. D is-coordinated swallowing mechanism which was non-specific and further evaluation with a speech swallowing study was recommended; 3. Small out pouching of barium on the lateral view only may represent a small diverticulum; 4. Decreased peristaltic stripping by the proximal cervical esophagus in the region of the patient's pain with a marshmallow challenge again this was felt to be related to some dis-coordination of the esophagus. On (B)(6) 2014 the patient underwent x-rays of orbits, 4 views due to eye pain. The patient stated that he was shot with a shotgun in 1986 in the left eye. Impression: no obvious orbital fracture or air fluid levels. On (B)(6) 2014 the patient presented with chief complaints of chest pain and shortness of breath. Clinical impression: choking episode (no evidence of aspiration).the patient underwent x-rays of chest 2 views due to chest pain. Impression: lungs clear. On (B)(6) 2014 the patient presented with complaints of injury to right hand, accidental laceration while cutting wood. Patient was experiencing mild pain and denied injury to the head or neck. Clinical impression: laceration to right hand. On (B)(6) 2014 the patient presented with chief complaints of dyspnea, history of copd and wheezing. Clinical impression: chronic dyspnea (with worsening), acute exacerbation of copd (emphysematous)( probable bronchitis).

Event description:
It was reported that on (B)(6) 2014, the patient underwent an anterior cervical spine surgery which involved the implantation of medtronic cervical plate system. The patient returned to see the surgeon on (B)(6), approximately seven weeks after surgery. At this visit, x-rays were taken which revealed that the device had fractured in half despite the use of a hard collar and no intervening trauma. As a result, the patient sustained serious and permanent disabling injuries which have not been resolved to date and which the patient believes to be permanent, in particular and in part: including but not necessarily limited to having to undergo surgery and risks and complications thereof that could and should have been avoided and progressive difficulty swallowing and the serious risk of concern of likelihood that the bone graft will not fully incorporate without adequate internal fixation or of other complication s, pain and suffering.

Event description:
It was reported that on (B)(6 )2015, (B)(6) 2016: patient presented for follow up. Assessment: other spondylosis with myelopathy, cervical region. (B)(6) 2015: patient underwent CT scan of cervical spine. Impression: stable views of the cervical spine status post previous surgery with placement of bone strut from the c3 through the c7 levels. No evidence of spinal stenosis. Multilevel neural foramen narrowing as described above secondary to facet joint degenerative changes. No findings to suggest an acute fracture or subluxation. Consideration to a follow up MRI to better evaluate the potential changes within the cervical cord. (B)(6) 2016: patient presented with pre-op diagnosis: cervical instability with myelopathy. Procedure: c3-4 laminectomy with decompression of spinal cord and nerve roots. C3-7 lateral mass arthrodesis. Lateral mass fixation with lateral mass screws and rod construct. Placement of morsellized allograft in the lateral mass region. Discharge diagnosis: cervical spondylosis with pseudo fusion and myelopathy. (B)(6) 2016: patient underwent cervical spine 2 or 3 views x-rays. Impression: there has been an interval multilevel laminectomy and posterior fusion without complication.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
On (B)(6) 2014¿ pt. Presented to surgery with cervical spondylitic myeloradiculopathy as well as cervical disk degeneration and significant arthritic change. Pt. Underwent a procedure for anterior cervical corpectomies of c4, cs, c6; anterior cervical diskectomies of c3-c4, c4-c5, c5-c6, c6-c7; bilateral foraminotomies; fibular strut allograft packed with local bone graft placed for anterior cervical fusion c3-c7; anterior cervical plating with titanium dynamic cervical plate c3-c7. No complications were noted during the procedure. On (B)(6) 2014 ¿ x-rays taken demonstrate fracture of anterior cervical plate; fibula graft is in satisfactory position. On (B)(6) 2014 ¿ pt. Presented to surgery with a failed cervical plate. Approximately 7 weeks post-op the patient was noted to have a failed anterior cervical plate. X-rays verified the failure and CT scan verified apparent fibular graft healing. Pt. Was experiencing some soft tissue symptoms such as difficulty swallowing and was admitted to the hospital. After evaluation it was determined to remove the plate. The pt. Underwent the procedure to remove the plate without difficulty. The graft appeared to be very firm in its position. There did not seem to be any motion detected. It seemed to have incorporated nicely, although the need for a posterior cervical fusion was discussed with the patient and eventually may need to be performed. On (B)(6) 2014 ¿ pt. Presented to ER with progressive dysphagia with difficulty swallowing. X-rays of the cervical spine showed osteopenia but otherwise no migration of the fibula strut graft and good alignment of the cervical spine. On (B)(6) 2014 ¿ pt. Presented with increased neck pain and difficulty swallowing (B)(6) 2014 ¿ emg for bilateral upper extremities (B)(6) 2014 ¿ pt. Presented for CT results with complaints of increased neck pain and difficulty swallowing. On (B)(6) 2014 ¿ pt. Presented for needle examination for possible als.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A review of x-ray images found that the patient underwent c4, c5, c6 corpectomy with placement of fibular strut and translational plate c3-c7. Initial post-operative film showed adequate hardware placement with patient in neutral to mild lordosis. Subsequent imaging shows fracture at the c5-c6 level with settling and mild cervical kyphosis. No pre-operative imaging is provided to show the patient's baseline cervical alignment. Subsequent imaging shows removal of the plate with stable positioning of the strut.